Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report rec'd from a adult female consumer in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced cramping, bloating, pelvis pain, hair loss, metallic taste in my mouth, and left leg numbness. Follow-ups rec'd on (B)(4) 2014 (also via company internet site), (B)(4) 2014 (phone) and (B)(4) 2014 (questionnaire answered by consumer). The non-pregnant consumer (at time of reporting (B)(6) old). Consumer was gravida ii, para ii, no abortions, stillbirths. She reported she has no relevant medical history or concurrent condition, other than getting her gall bladder out after second baby, she was completely healthy, used to run, never ran in four yrs at time of reporting. On (B)(6) 2010, consumer had essure (fallopian tube occlusion insert), lot number 787224, inserted for sterilization. Model number was ess305, ess205, she has both listed. Essure was inserted six weeks after last delivery. Consumer had no sex between insertion and hsg (hysterosalpingogram) confirmation test. Hsg test was not done because her insurance ran out. On (B)(6) 2010, on day of insertion, events started. Consumer reported she has had pain for the last three and one-half yrs and she was told to consider having a hysterectomy. Consumer said she has two inserts on the right side and one insert on the left side. The left coil twisted up, right coil was in uterus, she experienced memory loss, hip pain, leg pain, abdominal pain, sometimes she cannot get out of bed. All symptoms are going on every day. She has seen doctor concerning these symptoms. Diagnosis was reported as 'essure causing all problems.' The only way to treat it is to take essure out. She had been to ER (emergency room) for abdominal pain, does not remember if she was admitted or not. On (B)(6) 2014, consumer found out that essure was in an incorrect position. She had to request an x-ray. Left coil twisted up, right coil in uterus. Consumer got the x-ray result and has not seen the doctor. Consumer considered essure caused the condition 100 per cent. It caused the hip pain, leg pain, abdominal pain, metallic taste in mouth and it has caused everything. Essure is slowly killing all, she has to pay to have it taken out. F/u (B)(4) 2014: f/u info rec'd from the consumer. Essure removal was done on (B)(6) 2014. This removal was medically necessary and also a request from consumer because of all the problems she had with it. She really wanted it removed but her insurance did not pay for it. She had over (B)(6) dollars in bills for this. Consumer reported that an x-ray was done before her hysterectomy (not sure of the date) and it showed the essure coils were not in the tubes. Davinci laparoscopic was performed to remove consumer's uterus, tubes and cervix. Consumer reported that she has not seen any pathology results and she did not know if there were signs and symptoms of infection like redness, inflammation etc. During surgery, the right essure was found perforating her uterus. The left was bunched up beside her ovary. Consumer thought it was broken in pieces there. Her ovaries were swollen and heavy. They had to be sutured to the walls of her abdomen to keep them in place. She has been in and out of the hospital with allergies to medications. Consumer stated that she was feeling better but it was only a week ago. She had sutures inside that were dissolvable and was bonded with glue on the outside. The swelling in her abdomen has gone down. Her bones and joints were not painful anymore. Her left hip and leg were fine, hair loss was less. The metal taste was gone from her mouth as soon as she woke up from surgery. Consumer considered that essure it caused all the problems she had and she would never recommend it to anyone. It should be pulled from the market.